Event description:
It was reported that the user reduced carbohydrate intake and inconsistently announced meals, then used ¿less than¿ meal entries frequently and expressed concern that the ilet algorithm had adapted and was delivering too much insulin; education was provided on consistent meal announcements, meal spacing, and the device¿s correction bolus behavior, and the user inquired about a factory reset with a request for a follow-up call. Symptoms included a low blood glucose of 64 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included a transient hypoglycemic event under 20 minutes that was self-treated with oral glucose and did not require assistance or professional medical intervention. Investigation included review of user-reported logs and counseling on appropriate meal announcement practices and device functionality. Investigation of this case revealed use-related factors involving inconsistent meal announcements and meal size selection that likely contributed to low glucose, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and dietary changes were the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.